Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the check and menu buttons are damaged and non-functional, and the soft rubber components are worn out. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval. No further info was provided.